Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was evaluated. A visual inspection was performed on the device. The hc underwent functional and electrical testing along with simulated therapy. The door was found to have worked fine and there were no additional defects and malfunctions identified with the device. The event history log review was completed and there was a system error (se) 2084 (illegal door open) identified to have occurred on (B)(6) 2014. Although the reported alarm was unknown, it was reported as an alarm on the ¿door¿ and was therefore verified as a se 2084 in the log. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm ("alarms on door") occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.